Event description:
The customer reported that the heartstart xl only delivered 167j on a 200j shock attempt. There is no indication of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.